Manufacturer narrative:
Keating, e. M., meding, j. B., faris, p. M., & ritter, m. A. (2002). Long-term followup of nonmodular total knee replacements. Clinical orthopaedics and related research, 404, 34-39. Doi:10.1097/00003086-200211000-00007. The product was not available for return. Condition is addressed in the package insert. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on a review of the journal article, "long-term follow-up of non-modular total knee replacements." The purpose of the current study was to evaluate and determine the mechanism and etiology of failure of components that failed in long-term follow-up of anatomic graduated component total knee replacements. The authors previously reported the survivorship of 4583 anatomic graduated component total knee arthroplasties done during a 17-year period. The current study was done to evaluate the etiology and cause of failure of the components that failed. This complaint addresses sixty-two (62) patients who were identified in the article that developed infection on an unknown date following total knee replacement. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.